Event description:
The patient had not experienced adequate control since the implant. At the last refill, a volume discrepancy was noted. The estimated reservoir volume was 2.0ml and the actual was 18.0ml. A roller study demonstrated a roller stall. A cathether dye study showed catheter dislodgement. The patient is reported to being managed "by other means."

Event description:
Additional information from the hcp reports that date of the event was 12/13/2005. The patient is scheduled for a replacement surgery.

Manufacturer narrative:
B5- additional information from the hcp reports the pt was also experiencing increased spasticity. The pump was explanted and replaced on 02/13/2006. The pt outcome was reported as "resolved." D7 - pump explanted - 02/13/2006. D11 - device available for evaluation - returned to the manufacturer on 02/23/2006. F10 - additional pt code - 2357 additional device code - 1217. H6 - device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.